Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed "pacer fault 122," pacer fault 123," and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.